Manufacturer narrative:
(B)(6).

Event description:
It was reported that device entrapment occurred. The stenosed target lesion was located in the severely calcified vessel. A 3.00 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, the catheter stuck on the guidewire and so they were removed from the patient together. Once outside the patient, the devices still could not be separated. There was no visible damage to the synergy xd. The procedure was completed with another stent and no patient complications were reported.